Manufacturer narrative:
Device was received with intermittent esc, act, and down arrow button response due to flattened button dome switches. A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08870 inches. Device was monitored and no unexpected low battery alert alarms or button error alarms occurred during testing. Device was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that battery life was diminished and scratched on screen, near the reservoir. The device will not be returned for analysis.